Manufacturer narrative:
The complaint of the sensing anomalies on the unify assura (sn 5441394) was confirmed using the stored electrograms data in the device image. Device testing was unable to reproduce the anomalies with test leads and loads connected or in saline with clinical leads connected. The device functionality was normal and the longevity was normal.

Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer reference number: 2938836-2017-16914. Two weeks after discharge, the patient was readmitted to the hospital after another episode of syncope due to crosstalk and noise. The device was also found in backup vvi mode. The device was explanted replaced and the lead was capped and replaced. The patient was stable following the procedure.